Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pcb,assy,bkplane,pcs2,8150,acp, pcb,assy,bkplane,pcs2,8150,acp, load cell only assembly -15lb, strap,clamp,finish, body,clamp,finish. There was no donor involved in the incident. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported part burnt - pem ,dc ps and harnesses burnt during procedure due to tech error.